Event description:
It was reported that the lead was fractured. The lead was explanted.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded from 37.9 cm to 38.0 cm from the distal tip and exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.